Event description:
Ous MDR - it was reported that the coating of the galeo became detached during the application. No parts remain inside the patient. No worsening of the patient¿s state of health was reported. Please note the lot number has been used as the serial number for reporting purposes.

Manufacturer narrative:
The returned guidewire underwent a technical analysis at the supplier, and the production documentation was checked to see whether there might be a deviation in the manufacturing process as the cause.the visual analysis of the provided product confirmed a detachment of the ptfe coating from the wire body. Lab simulations have shown that storage conditions outside of the specified range (<40c, stored dry) can lead to a weakening of the ptfe adhesion. The review of the storage and transport conditions of the respective batch did not show any anomalies and was conformed with at all stages.in addition, all components, materials, sub-component groups, and process steps were checked at the supplier. All work steps were processed in agreement with the released manufacturing procedures. The check of the process documentation did not show any deviations. The above-mentioned product met all requirements on the in-process and final testing.based on our examinations, the supplier can ensure that the product was manufactured and shipped according to specifications. The final cause for the reported event could not be found.